Manufacturer narrative:
(B)(4). The customer reported that the device did not shock as expected in the sync mode. There was no report of negative pt impact. Philips evaluated the device and there was no malfunction. The device passed all standard testing. Philips reviewed the ECG strip that was provided for review. The strip showed that the representative ECG waveform did not meet the criteria for r-wave markers to be placed. Info was provided to the users regarding lead selection and r-wave markers. This was a user misunderstanding related to ECG lead selection and not a device malfunction.

Event description:
The customer reported that the device did not shock as expected in the sync mode. There was no report of negative pt impact.